Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "infection (late onset), capsular contracture baker grade iii, inflammation/irritation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: infection (late onset), capsular contracture baker grade iii, inflammation/irritation, anxiety-product/procedure, and rupture.

Event description:
Explanting surgeon reported left side capsular contracture baker grade iii and rupture. Physician also reported the patient "had heavy inflamed tissue with high thickenings that reached the rib arches + lumps in both left and right breasts", "they weren¿t able to add new implants due to infection" and "concerned for alcl + felt a lump". The patient was tested for alcl and the result was negative. The device was removed.